Event description:
It was reported that the patient line of an unknown baxter cassette was leaking. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported that the line was damaged right below the connector. The patient completed therapy using new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A CAPA was initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation is in progress. Upon completion of the investigation, or should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed. The visual inspection identified the damaged tubing (patient line tubing to connector). Functional testing was performed which included leak testing, clamp function test and clear passage test. Leak testing noted a leak through the damaged tubing found during the visual inspection, while the other tests found no problems. The damaged tubing was removed and replaced with a lab tubing/connector and the sample was used in simulation of therapy on the homechoice device, which noted no issues. The device did not meet product specifications related to the reported event. The leak was verified through the sample evaluation and the cause was determined to be a manufacturing issue. The damage to the tubing was due to the heat seal melting the tubing thus causing the leak. If additional relevant information is obtained, then a follow-up MDR will be submitted.